Manufacturer narrative:
Commercial distribution of bionicare products commenced in (B)(4) 2003. Bionicare has never received any customer complaints from any source related to pulmonary embolism. Since commencement of commercial operations in (B)(4) 2003 approx 30,000 patients have used the bionicare knee device, accounting for an estimated 7- 8 million hours of cumulative device use history. The incidence of pulmonary embolus in the general population is approximately 1.6 per thousand.

Event description:
Patient was hospitalized with diagnosis of pulmonary embolism coincidental to use of the bionicare knee device. Patient was discharged 4 days later and placed on coumadin (warfarin). The treating physician indicated that the patient should remain on coumadin for the remainder of her life.